Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(6). Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a silicone quick handling instrument was damaged at the end of the handle; the "taper piece" that the connector fits into was broken. Reportedly the connector attached to the handle broke in half. The damage was found during sterile processing. There was no report of patient or surgical involvement associated with the complained event. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (part number 03.111.012, lot number 8799669, silicone handle quick coupling/long). The subject device was received with the following complaint description: ¿a silicone quick handling instrument was noted to be damaged at the end of the handle; the "taper piece" that the connector fits into was broken¿. The instrument can be utilized in both synthes orthopaedic foot instrument system and the epoca revision instrument set. The instrument is used as a handle to hold bone graft and joint preparation instruments to help facilitate proper joint preparation per the associated technique guides. A review of the current design drawing /manufactured revision was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The instrument consists of several pieces; the silicone handle/core sleeve, the compression spring, the shaft and the sliding collar. Only the handle and the shaft were returned. Upon visual inspection of the instrument it can be seen that the laser weld that holds to shaft to the handle is broken resulting in complaint description above. A root cause could not be definitely determined; however, a possible cause could be the instrument was dropped causing the welding to come apart. As for the missing components, it was most likely taken apart during sterile processing for cleaning (as mentioned in technique guide) and were not returned for evaluation. The complaint is confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.